Event description:
It was reported that the lead was attempted to be implanted in the left ventricle (lv) but not used. The stylet could not be advanced into the lead. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.